Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had stuck button alarm also insulin pump was not working. Customer states they did not press a button down for 3 minutes or longer. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with an unresponsive keypad at the "select", "left", "down", "right" and "back" buttons due to corroded keypad traces. Unable to perform the displacement test, active current test, sleep current test and self test due to unresponsive keypad. Unexpected battery power loss unknown.